Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken to the emergency room by the paramedics due to hypoglycemia. Her father initially instructed her to check her blood sugar which read 98 mg/dl, but 15 minutes later it dropped to 32 mg/dl, and she experienced difficulty speaking. The patient attempted to review her insulin history but was unable to recall details. Records indicated a manual glucose entry of 95 mg/dl with no bolus delivered. She possibly noted a bolus delivery of 1.5 units at 5:08 am, but she had difficulty confirming further details. The patient was still recovering from the incident and was experiencing some cognitive difficulties. She remained in the hospital for 6 hours and was given something sweet to treat the hypoglycemia.